Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty charging the implantable pulse generator (ipg) from hibernation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216 (sn (B)(6). The returned ipg was analyzed, and it would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to electrocautery. With all the available information, boston scientific concludes. The reported allegation of the patient was having difficulty charging the ipg from hibernation. Could not be confirmed. Despite multiple attempts, the ipg failed to charge or communicate. It was found that the asic chip was damaged due to the reported use of electrocautery during the explant procedure. Therefore, this allegation will be assigned a probable cause of cause not established.

Event description:
It was reported that patient was having difficulty charging the implantable pulse generator (ipg) from hibernation. The patient underwent an ipg replacement procedure and was doing well postoperatively.